Event description:
It was reported the insulin pump was dropped and now it's not vibrating. Self test was performed and device did not vibrate. Vibrating setting was checked and was set to on. Customer changed out the battery, did another self test and device did not vibrate. Customer's blood glucose was 7.4mmol/l. No further information reported.

Manufacturer narrative:
Insulin pump was unable to vibrate due to broken vibrator red wire. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.